Event description:
It was reported that a cartridge change error occurred. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue.